Manufacturer narrative:
Device code (B)(4) captures the reportable event of basket failure to crush stone.

Event description:
It was reported to boston scientific corporation that a trapezoid was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, the trapezoid rx basket was passed down the scope channel and into the bile duct over a wire and captures the stone. However, upon closing the handle and applying pressure in an attempt to break the stone, the handle was moving freely but not able to open or close the basket. The basket was removed from the scope and an extractor balloon was used to retrieve the stone. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block d4 and h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: device code a23 captures the reportable event of basket failure to crush stone. Block h10: the returned trapezoid rx basket was analyzed, and a visual evaluation noted that the handle cannula was detached, the proximal screw has the tip flat, and the distal screw has the tip pushed inward. Dimensional inspection found that the sidecar rx was pushed back approximately 2.5 mm which is out of specification. The depth of the screws was measured and found that it was within the allowed tolerance. However, length of both screws measured less than the allowed tolerance. The reported event was confirmed. Based on all available information, the most likely cause is attributable to the supplier. Due to the condition of the screws, the proper fastening is not given (even if the screws had the appropriate depth), so the force applied when activating the device causes the detachment of the handle cannula. The detachment of the handle cannula could have been interpreted by the client as a basket failure. Therefore, the most probable root cause of the issue handle cannula detached is manufacturing deficiency; an investigation is underway to address this problem. The side car rx pushback could have been a consequence of the manipulation or the detachment of the handle cannula. Therefore, the most probable root cause for the failure found during analysis (side car rx push back) is adverse event related to procedure. A manufacturing batch record review was unable to be performed as the lot number is unknown. However, a ship history review was performed to identify the most probable lots, and a device history record (DHR) review on the most probable lots did not identify any deviations within manufacturing/service processes that could have contributed to the event.

Event description:
It was reported to boston scientific corporation that a trapezoid was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, the trapezoid rx basket was passed down the scope channel and into the bile duct over a wire and captures the stone. However, upon closing the handle and applying pressure in an attempt to break the stone, the handle was moving freely but not able to open or close the basket. The basket was removed from the scope and an extractor balloon was used to retrieve the stone. There were no patient complications reported as a result of this event.